Event description:
It was reported the pt lost stimulation and communication with her ipg about two months ago. She reported she was unable to locate the ipg with her programmer and charger. A replacement charging system was sent to the pt; however, it is currently unk if it resolved the issue. No further info is available at this time.

Manufacturer narrative:
Correction/removal reporting # 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.